Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the hd arthroscope/sinuscope needs service. It has been damaged and hence the picture quality was poor during shoulder repair on (B)(6) 2019. This device was damaged as it was scorched by the radio frequency wand. There was no surgical delay or impact to the patient as an alternative instrument was at hand. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the device was received at service center and evaluated.the complaint can be confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Distal tip damaged, replaced. Objective window damaged, replaced .body damaged, replaced. It was observed as per input check report that there was dirt inside.the possible root cause for the reported failure could be user mishandling.however,the definitive root cause cannot be determined. No nonconformances were identified for this part-lot number combination. Per qlik query executed 03-20-2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).